Event description:
Patient was having a nissen fundoplication endoscopically. The endostitch malfunctioned, and one of the needles used could not be retrieved, and was imbedded in muscle tissue. The surgeon determined that the needle was of such small magnitude, that it would not cause the pt further complications. It was decided not to do an exploratory laparotomy on the pt, and the needle was left inside the pt. This information was communicated to the guardian and next caregivers. Dates of use: 2006. Diagnosis or reason for use: hiatal hernia.